Event description:
During product evaluation, baxter product surveillance was made aware of a clearlink y-type catheter extension set in which there was a separation of the tubing from the female luer inlet port. The alleged defect occurred during product evaluation. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. Visual inspection as well as functional tests were performed on the sample. Pull testing revealed a separation of the tubing from the female luer inlet port. Therefore, the reported condition was confirmed. A definitive root cause has not yet been identified. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The root cause was attributed to manufacturing processes. The line associate did not assemble the parts correctly and the assembly method and equipment area were not sufficiently clear. This issue is being investigated through CAPA.